Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. Date of issue is an approximate. It was reported when the sensor was inserted into the abdomen on (B)(6) 2019, the patient started bleeding. Her son drove her to the emergency room (we) around 10:00 pm since the bleeding would not stop. Once there, strips were placed on her abdomen to stop the bleeding. She was released from the ER at around 2:00 am with no further issues. No additional patient or event information is available.